Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of 5% dextrose and normal saline, at a rate of 100 ml/hr, via a plum pump. It was reported that at 1000, the delivery was started. The customer contact indicated that at 1620 while the pt was ambulating, the tubing separated from an unspecified location on the distal clave y-site. An unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.